Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: device history lot part: 03.010.523, lot: l909858, manufacturing site: bettlach, release to warehouse date: 31.oct.2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: investigation summary complaint summary: it was reported on (B)(6) 2019, the driving cap /impactor broke off while inserting the nail. The threaded tip broke off mid-thread and nail was inserted successfully even though the impactor broke. It was attached to the radiolucent insertion handle and was perfectly fine. All pieces were retained, and nothing left behind in patient. It was unknown if there was a surgical delay. The procedure was successfully completed. The patient outcome is unknown. Flow: damage. Visual inspection: the driving cap/threaded (part # 03.010.523, lot # l909858, mfg # 31-oct-2018) was received at us cq with the distal tip broken off at the most proximal thread. The distal tip was returned to us cq. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional inspection: dimensional analysis was completed, the outer diameter of the shaft is within specification. . Document/specification review: the following drawing(s) was reviewed; connector for insertion handle: se_380067 rev l. Conclusion: there is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. In addition, based on the investigation findings additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2019, the driving cap /impactor broke off while inserting the nail. The threaded tip broke off mid-thread and nail was inserted successfully even though the impactor broke. It was attached to the radiolucent insertion handle and was perfectly fine. All pieces were retained and nothing left behind in patient. It was unknown if there was a surgical delay. The procedure was successfully completed. The patient outcome is unknown. Concomitant devices reported: radiolucent insertion handle (part # 03.033.001, lot # 4l07484, quantity # 1), unknown nail (part # unknown, lot # unknown, quantity # 1). This is 1 of 1 for report (B)(4).